Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call to technical services on (B)(6) 2017 stated that small signals on ra channel following a paced that is occasionally being sensed, they are not farfield as are coming in prior to the v sense evnt, falling into blanking. Adjusted senstitivity from 0.25mv to 0.5mv. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).